Event description:
Pt stated she had been hospitalized because the device was not working and resulted in high blood glucose, however, no specific blood glucose readings or attempted corrective insulin boluses were reported. She also mentioned that when she removed the device she noticed the cannula was not inserted in the skin.

Manufacturer narrative:
The device involved is not expected to return to the manufacturer for evaluation. We are unable to confirm any potential malfunction or product condition that could have contributed to the pt's hospitalization. The pt reported that the cannula appeared to have pulled out of the insertion site, interrupting insulin delivery, but no blood glucose history was reported. No conclusion can be drawn. The omnipod user guide instructs the pt to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Pt stated she never checks the cannula to ensure it is properly inserted. If following the user guide instructions, the customer would have immediately removed and replaced the device upon noticing that the cannula issue. Review of lot qualification records was not possible because no lot number was provided.